Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the patient's ipg migrated within the pocket site. Surgical intervention may occur later to address the issue.